Event description:
It was reported that part of the device was left in the patient. Information was not provided regarding how the device separated, what part of the device separated, intervention performed, or the patients current status. There was no additional information available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device from this lot. Based on the reviewed information, no product deficiency was identified.